Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-04811. It was reported that the patient presented for a normal device changeout procedure. Prior to the procedure the physician indicated that the right atrial and right ventricular leads exhibited oversensing previously. The leads were tested prior to the procedure and oversensing was unable to be observed. The physician elected to cap and replaced both leads during the procedure on (B)(6) 2019. The patient was stable throughout.